Manufacturer narrative:
--

Event description:
Additional information indicates that this lead exhibited undersensing and phrenic nerve stimulation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual observations of the lead found set screw marks on the terminal pin, surface electro-cautery damage and dried blood or body fluid in the lumen. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that this lead was explanted for an unknown product performance issue. No additional adverse patient effects were reported.